Event description:
It was reported the device displayed -system failure- primary audible alarm. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information received by smiths medical/ICU on 02-jun-2022 via email and attached to complaint object: the device was not being used on a patient.

Manufacturer narrative:
Device evaluated by manufacturer: updated. Event problem and evaluation codes: updated. Device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual evaluation confirmed that the sample was received in good condition with no appearance of any physical damage. The device tamper seal was not broken or removed. Functional evaluation included powering up the device testing the audio portion. The audio test performed indicated that at level 1 the reading is 08, at level 2 the reading is 17, at level 3 the reading is 34, at level 4 the reading is 75 and at level 5 the reading is 122. Error code for primary audible alarm post was found in the event history log. Results: the reported primary audible alarm problem was not duplicated during the course of the sample audio evaluation. Root cause of the reported event could not be determined as no physical or any other damage was found on the speaker or interconnect board. The speaker was replaced preventively, the software was upgraded, and preventive maintenance and all functional testing was successfully completed. A CAPA was created in order to address primary audible alarm background test issue and is ongoing. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during review of the service and repair records., corrected data: d1: correction: brand name: medfusion model 4000, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown